Manufacturer narrative:
This medwatch is for suspect device accu-chek inform system 1. (B)(6).

Event description:
Caller reports patient obtained result of 250 mg/dl on inform system 1, and result of 106 mg/dl on accu-chek inform system 2 within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.